Manufacturer narrative:
Review of radiographic imaging studies found as follows: on (B)(6) 2012 chest xray appears normal. On (B)(6) 2011 ap and lateral lumbar x-rays tlif with l4/5 pedicle screw fixation with interbody spacer in good position. On (B)(6) 2012 CT lumbar verifies tlif as above at l4/5. Hetertopic bone is formed behind the spacer on the left at l4/5. No central stenosis is seen. Screws position and interbody spacer position is ideal. No bone noted about the outside of the cage. If cage is inherently hollow then it is filled with bone. If solid fusion is incomplete. On (B)(6) 2012 CT abdomen and pelvis no new pathology demonstrated over the CT from (B)(6) 2012.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent surgery to treat herniated degenerated l4-l5 disc, beginning of spondylolisthesis. Procedure was for endoscopic discectomy, foraminotomy, interbody fusion of l5-s1 using an interbody cage, rhbmp-2/acs, novabone, and internal fixation. Forty three days post-op, the patient presented for the 6-wk follow up visit. Per the physician's notes, the patient has "continued left sided lumbar pain with pain that goes down his left lateral thigh to knee and wraps around his left groin." Ninety nine days post-op, an MRI of lumbar spine was interpreted to indicate "postoperative changes at l4-l5 as well as moderate disc bulge. There is a moderate bilateral l4 foraminal narrowing due to lateral disc bulging and facet arthropathy." At 145 post-op, the patient presented for follow-up of lower back pain. Per the physician's notes, "he also complains of bilateral shoulder, right hip and gluteal area pain. He states that the pain is moderate to severe intensity." At 184 days post-op, a CT scan of the lumbar spine was interpreted to indicate "slight circumferential disc bulge at l2-3, l3-4. Potential for irritation of the l3 nerve root on the left" and "l4 and l5 bilateral pedicle screw stabilization. Interbody implant at the l4-5 level. No solid fusion is seen. Advanced facet arthrosis on both sides more severe on the left. Bone fragments encroach upon the lateral recess on the left side at this level", and "slight disc protrusion into the anterior left paramedian or subarticular central canal at the l5-s1 level." At 222 days post-op, the patient underwent a transforaminal lumbar epidural steroid injection, right side. At 249 days post-op, the patient presented for follow up. Per the physician's notes, the patient's "pain did decrease after injection. Patient is experiencing a pain again to groin area. Pain is mostly to back, bilat shoulder, r hip, glut."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011, patient underwent posterior lumbar interbody fusion from vertebrae l4 to l5. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by progressively increasing lower back pain, with pain radiating into his left hip, left lower extremity and around to his groin. The patient continues to experience chronic lower back pain, with pain radiating to his groin area and down to his feet, numbness in his feet, and muscle spasms. He experiences radiating pain from his lower back up to his neck and shoulders, and headaches. He suffers from bladder dysfunction, must self-catheterize, and has sexual issues. Patient also experiences difficulty standing and walking and a walker for assistance in ambulation while at home and an electric scooter or wheelchair when out of the house."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: the patient was preoperatively diagnosed with herniated degenerated l4-5 disk, beginning of spondylolisthesis and underwent the following procedures: endoscopic diskectomy, foraminotomy, interbody fusion of l5-s, rhbmp-2, internal fixation. Ssep and evoked potentials were used.